Event description:
It was reported to manufacturer that the vns patient's generator had migrated and the generator incision site was inflamed after having had an MRI. It is unknown what type of MRI was performed and when it was done. The patient had surgery where the generator was re-positioned. X-rays were taken prior to surgery, however, they were not sent to manufacturer for review. A month after the repositioning surgery, (B)(6) was discovered at the generator site. It is unknown if any patient manipulation or trauma occurred and if any interventions have been planned or taken. It is unknown if a non-absorbable suture was used to secure the generator at to fascia during implantation of the device. The surgeon opted to perform another surgery where the device was explanted. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Method - device manufacturing records were reviewed. Results - review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.